Event description:
Device 2 of 2. Reference MFR. Report# 3006705815-2019-01481. It was reported the patient experienced ineffective stimulation due to lead migration. In turn, the patient underwent surgical intervention wherein both were explanted and replaced. Reportedly, therapy was restored post operatively.